Event description:
Related manufacturer reference number: 2017865-2021-37831. It was reported through the international heart journal association, that a patient's right ventricular (rv) lead had decreased sensing and noise. A chest radiography was performed and revealed dislodgement and twisting of the rv lead and migration of the patient's implantable cardioverter defibrillator (ICD) due to twiddler's syndrome. The patient was asymptomatic. On (B)(6) 2020, the rv lead was capped and replaced while the ICD was repositioned in the pocket with additional sutures to prevent migration. The patient was stable throughout procedure.